Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was there any patient consequence as a result of the biliary leakage? Was the procedure or post-operative care of the patient changed as a result of the event? Post op care was not changed that the reps are aware of. The case length increased and thorough laparoscopic wash out occurred which otherwise would not have happened.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon used device to clip bile duct prior to ligating. It was reported that the clip applier first got jammed and upon second attempt accidentally cut through duct instead of placing clip. Another like device was used to complete the procedure. There was biliary leakage.

Manufacturer narrative:
(B)(4). Batch # p91z5r the analysis results found that the el5ml device was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled; upon disassembly, the advancer was confirmed to be bent and 13 clips were found inside clip track. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.